Event description:
After guidewire placement for angioplasty to rca, pt developed hypotension requiring vasopressors and cardioversion. Intra aortic balloon pump placed. One hr and 15 minutes after placement, blood noted in iabp tubing. Iabp was switched out over wire. Small hole noted in base of balloon after removal. Pt was weaned off vasopressors, extubated and transferred out of ICU a few days later.